Event description:
The event is reported as: the complaint alleges that the unit overheated during use. No patient injury/harm reported.

Manufacturer narrative:
(B)(6) - from the repair department for (B)(6) reports that he brought the unit, involved in the incident, to his maintenance shop area and was not able to replicate the overheating scenario. The device sample was not returned to the manufacturer for evaluation at the time of this report.